Manufacturer narrative:
Updated information: h6 clinical code removed e0133, e0509. H6 impact code f1902 removed. H6 med dev prob code changed to a01.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary graft site to support the 66 year old male patient with known history inclusive of cardiomyopathy, heart failure, and ejection fraction of 15% and ventricular tachycardia (vt) storm. The 5.5 was placed as they awaited a heart transplant. The support was successful for just under 21 days and was transplanted. Months later the medical team reported upon adverse events. There was a right axillary site hematoma that was observed but not treated. The patient then suffered from a deep vein thrombosis at the right sided jugular vein and subclavian vein. There was acute blood loss anemia that was observed by a drop in hemoglobin from 13.8g/dl to 6.3g/dl. The anemia was thought to be due to the multiple procedures and blood draws during the hospitalization. The team gave 1 unit of rbc blood cells. Additionally, there was ischemia observed in the right sided fingers and bilateral lower limb/toes. Some toes were amputated, but the pump was not placed in the lower limbs, however both the fingers and toes were necrotic. The patient suffered interoperative harms during the heart transplant, as there was an aortic tear and a subarachnoid hemorrhage. Patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation status, can lead to adverse events during pump support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Arrhythmia/ hematoma/ thrombosis/ patient device interaction: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d1 brand name corrected.